Event description:
The lead was returned to the manufacturer with no information, was analyzed and tested out of specification. Additional information obtained noted the patient is deceased and died approximately eleven years post implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2013. Of note, the out of specification finding is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2013. Information was subsequently received on (B)(6) 2013 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Product event summary: product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Concomitant products : addr01 implantable pulse generator (ipg), implanted: (B)(6) 2009; 4568-45 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).